Event description:
A bipap a30 silver series ventilator was returned to a third-party service center for service. There was no serious patient harm or injury reported. The device was not reported to be in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation however, a ventilator inoperative error code was present in the device event log in relation to (unit is exceeding the requested pressure settings for 10 seconds. ¿ high pressure sensor reading ¿ large amount of drift). This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There were no visual defects found. Additionally, dirt was observed inside the device unrelated to the reportable event. This device will be scrapped as per customer request.